Manufacturer narrative:
Additional information sections: d9, h3, h6, h10. Explant was reported due to aortic insufficiency. The investigation found that all leaflets were drying artifacts. Leaflet 1 and leaflet 3 were torn. There was no acute inflammations or significant calcifications. Five photos were received from the field which appeared to show an explanted tissue valve with a torn leaflet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at one of the tear sites, which could have contributed to the formation of the tear.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on 2 october 2018, a 21mm trifecta gt valve was implanted. On (B)(6) 2021, the patient developed dyspnea and acute lung edema. On (B)(6) 2021, ultrasound was done and the patient was diagnosed with moderate/severe aortic insufficiency. On (B)(6) 2021, CT scan was performed, which revealed that the valve was broken. On (B)(6) 2021, the valve was explanted and it was observed that it the valve was broken near the post. A new 21mm epic valve was successfully implanted. The patient was reported to be recovering.